Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was still under warranty and decided to replace it. The customer was advised to use multiple daily injections as a backup insulin therapy and acknowledged they would be receiving a replacement pump with updated software. Instructions were provided for returning the malfunctioning pump, and the customer understood the need to return it within 10 days to avoid extra charges. Technical support also confirmed the shipping address and informed the customer to reprogram settings and connect the continuous glucose monitor to the new pump.